Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked around the charging port of the pump. Reportedly, multiple cartridges leaked. The customer's blood glucose level ranged from 182 mg/dl to 229 mg/dl. Reportedly, the customer reverted to manual injections.